Manufacturer narrative:
Corrected data: patient's age at time of event (B)(6) is incorrect, correct age (B)(6). Additional data: device evaluation: visual inspection found no visible damage to lens, but there was foreign material on lens surface specified as dried, discolored material. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon inserted a 11.5mm icm115v4 implantable collamer lens, -12.50 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.